Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor and performed a visual inspection and found bent electrode and sensor failed per inspection.

Event description:
Customer reported a high blood glucose over 500 mg/dl. She treated with manual injection. Customer also reported a kink in the sensor. Nothing further was reported.